Manufacturer narrative:
Although this event pertains the device's columns, this report will be on the whole concentrator device. B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. No other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that the patient's device was having issues fitting their columns into their device. Although troubleshooting was able to resolve the issue, patient noted they were experiencing shortness of breath until the issue was resolved. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.